Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a detached sensor wire which occurred one day after the sensor had been inserted in the arm. The patient alleged the sensor wire detached from the sensor pod and remained in the skin. The patient developed redness, swelling, a ball size boil, and an infection at the sensor insertion site. He had itching and burning sensation in the area. On (B)(6) 2024 at 4 am, the patient went to the emergency room due to the infection spreading and he had pain and stiffness in his arm. The patient had an x-ray with additional images which showed no evidence that the sensor wire was retained under the skin. Although the x-ray was negative, the patient alleged he still felt the wire under his skin. In the emergency room, the healthcare provider gave the option to have an ultrasound and exploratory elective surgery, but the patient declined. The patient was discharged home four hours later with a prescription oral antibiotic keflex (cephalexin unspecified tablets) for the infection. At the time of report, the patient confirmed he started the initial dosage of oral antibiotic treatment and he still had burning sensation and discomfort in the area. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.